Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white residue inside air/ water channel, white residue inside air/water cylinder. However, a definitive root cause could not be established. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction the brush getting caught was likely due to a scratched c-cover. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had visualize something with magnifying glass inside sticking out. The issue occurred during reprocessing. There were no reports of patient involvement.